Event description:
Caller reported that a malfunction alarm occurred on the pump, specifically malfunction code 199, indicating a problem with the device. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer was advised to reset the pump as part of the corrective actions with assistance from technical support.